Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited intermittent noise with oversensing following a recent device changeout procedure. Some events showed rv pacing inhibition greater than two seconds, however the patient was not pacer dependent and intrinsic r-waves were observed throughout the noise. Technical services (ts) reviewed troubleshooting options and possible causes. It was noted that the leads were implanted in 2008, which and these observations may be indicative of developing lead integrity concerns. The ra and rv leads remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, it was noted that the lead was severed approximately 155 millimeters (mm) from the terminal end. The proximal portion was returned in 2 segments without the distal end. The coils and insulation had been cut with a tool, which suggests this was induced damage upon explant. Visual inspection also revealed other lead damage consistent with the explant procedure as well as a cracked ID tag. The cracked ID tag is consistent with overstress potentially caused by bending the terminal leg over the ID tag area. Finally, setscrew marks were confirmed to be in appropriate locations on all three terminal pins. Continuity testing and x-rays confirmed both segments were electrically continuous. Calcification was noted on the insulation, tip, proximal, and distal coils, however there was no mention of high impedance measurements from the field.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited intermittent noise with oversensing following a recent device changeout procedure. Some events showed rv pacing inhibition greater than two seconds, however the patient was not pacer dependent and intrinsic r-waves were observed throughout the noise. Technical services (ts) reviewed troubleshooting options and possible causes. It was noted that the leads were implanted in 2008, which and these observations may be indicative of developing lead integrity concerns. The ra and rv leads remains in service. No adverse patient effects were reported. Additional information received reported that the right atrial (ra) and right ventricular (rv) lead were explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited intermittent noise with oversensing following a recent device changeout procedure. Some events showed rv pacing inhibition greater than two seconds, however the patient was not pacer dependent and intrinsic r-waves were observed throughout the noise. Technical services (ts) reviewed troubleshooting options and possible causes. It was noted that the leads were implanted in 2008, which and these observations may be indicative of developing lead integrity concerns. The ra and rv leads remains in service. No adverse patient effects were reported. Additional information received reported that the right atrial (ra) and right ventricular (rv) lead were explanted and returned for analysis. No additional adverse patient effects were reported.